Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with connector portion measuring 10.1 cm was returned for analysis. Final analysis found breached insulation degradation at 6.6 cm from the connector pin. Electrical testing did not find any anomalies. The other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.